Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) could not verify the belt slip error. The fsr checked roller pump for belt slip error and no problems were found. The unit operates to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the belt of the roller pump was slipping. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.